Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not reported. (B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with a drop in hemoglobin and fatigue. The site of the bleeding was from the gastrointestinal tract and there was no arteriovenous malformation observed. The patient was transfused with 2 units of packed red blood cells in 24 hours. The patient was taking aspirin and warfarin at the time of the event. No additional information was provided.